Event description:
It was reported that the renasys go device displayed a battery failure warning. Son's patient spent 1 hour troubleshooting the device but the problem was not solved. He used a tool to assess power deliverance and stated that when he restarts the device, nothing comes up. No back-up device was available. No patient harm reported. No further information is available.

Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device; the root cause is undetermined at this time and if the device is returned in the future this complaint will be re-assessed. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, an inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature the charging will pause until the temperature has reduced and this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.